Manufacturer narrative:
(B)(4). The customer reported that the v6 lead could not be acquired. The leadset and trunk were swapped out, but the problem recurred. There was no adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the v6 lead could not be acquired. The leadset and trunk were swapped out, but the problem recurred. There was no adverse patient impact.